Event description:
During the atrial fibrillation ablation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. Functional testing of the hemostasis section of the dissected sheath did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During the atrial fibrillation ablation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.